Event description:
It was reported that the pt experienced a urinary tract infection as a result of using the device. The pt was treated with amoxycillin, septra and nitrofu to treat the infection.

Manufacturer narrative:
N sample was returned for evaluation. The device history record was reviewed and found noting that could have caused or contributed to the reported event.